Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. H6: event problem codes: patient code: 1690. Zimvie received one (1) unknown biomet 3i implant for evaluation. Visual evaluation was performed. The returned device was not the reported tsv4b10. Damage to the returned implant was identified. The returned implant is an unknown biomet device. There was bone debris on the internal and external threads. The implants collar was fractured. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root causes determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did occur. The implant was fractured at the collar. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported an implant fractured at the collar at tooth site #46. Implant was completely removed. Pain, abscess and inflammation were reported as a result of the event.